Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -7.50/+1.0/089 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was removed during the same surgery due to excessive vaulting, with no patient injury. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op uncorrected visual acuity was 20/20 and the patient was satisfied.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge. Visual inspection found a piece of haptic missing. Claim #: (B)(4).